Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 the patient underwent for a vertebral fusion treating pelvic fracture surgery. During the surgery, when tightening the tab breaker discovered that there was a tab remnant left in the tab breaker. No product defect was reported. The procedure was completed successfully without delay reported. The patient outcome was unknown. This complaint involves 1 device. This report is for (1) expedium tab breaker, body. This is report 1 of 1 for (B)(4).